Event description:
It was reported that there was an atrial lead warning, and that unipolar impedance (399 ohms) was higher than bipolar impedance (367 ohms). It was further reported that there was a lead warning on both the atrial and ventricular lead. The atrial lead had low impedance paces. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported that there was an atrial lead warning, and that unipolar impedance (399 ohms) was higher than bipolar impedance (367 ohms). The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.